Manufacturer narrative:
1. The customer has no actual sample and returned 2 videos, the videos show that leakage occur at the bottom of septum. 2. DHR/bhr review lot#4081481. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4); 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications, and no similar complaints about this batch of products have been received from other hospitals. The returned photo showed the leakage at the septum, for which the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked the following information was provided by the initial reporter, translated from chinese to english: the head nurse of the maternity ward reported that during use, there was bleeding and leakage from the septum. The number of affected items was five. The samples could not be returned. Photos and videos can be provided. A green claim settlement is required, as well as a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.